Event description:
The customer reported via phone call that the insulin pump was not delivering the proper amount of insulin, causing high blood glucose levels. Customer reported that she had blood glucose levels up to 400 mg/dl. Blood glucose level at the time of the call was 152 mg/dl. The customer stated that she was currently hospitalized due to a non-diabetes related knee operation. Troubleshooting could not be completed as the customer did not have a tubing clamp available at the time of the call. Customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.